Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet was selected for an implant using a 12f amulet delivery sheath. The defect was 22mm in diameter measured by transesophageal echocardiogram (tee). The device was implanted successfully. An hour and a half after the procedure, the patients blood pressured dropped. It was discovered that the device had migrated into the left ventricle. The patient was sent to heart surgery. The patient is reported to be stable.

Manufacturer narrative:
An event of the device embolized into the left ventricle and removal of the embolized device was reported. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.